Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown magnum head. Multiple reports were submitted along with this report 0001825034-2021-02635. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to metallosis approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision approximately 12 years post implantation due to elevated metal ions. During the procedure, metallosis, synovitis and cysts were noted. All components were exchanged without complications. It was reported that no further information is available.

Event description:
It was reported that the patient was revised due to elevated metal ions approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. The DHR was reviewed, and no manufacturing deviations or anomalies were found. The reported products were also reviewed for compatibility with no issues werer noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the following reported issues: trunnion appears to have minimal wear and debris cleaned, stem well fixed, diffuse synovitis, and metal stain tissue with acetabulum removal. Rom stable, with no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.